Manufacturer narrative:
A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was note returned. Per DHR (device history record) the product et tube, sher-I-bronch, ls 39 fr, lot #01l1300082 was manufactured on 11/13/2013. The DHR investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes were required. Corrective actions can bot be established since it is necessary to received the physical sample to perform a proper investigation ad confirm the defect. At this time the defective product is not available, thus it is not possible to determine the source of the defect reported. The customer complaint cannot be confirmed since the product sample is not available to perform a proper investigation and determine the root cause. If the defective samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend relating complaints.

Event description:
The event is reported as: the customer alleges that the connection part of the device is missing.